Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to unspecified medical reasons and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on october 12, 2022.

Manufacturer narrative:
This report is submitted on november, 06, 2022.

Manufacturer narrative:
Correction: the correct explant date is (B)(6) 2022 as previously reported. Per the clinic, the patient experienced infection at implant site (date not reported) and was administered with intravenous antibiotics during the explantation surgery on (B)(6) 2021. It was reported that the patient was administered with oral antibiotics (specific date and duration not reported). The infection has resolved resulting the decision to explant the left-over electrode array on (B)(6) 2022 and re-implanted with another cochlear device during the same surgery.